Manufacturer narrative:
The exact event date was not available, therefore the date 03/31/2025 was used as an estimate, since it was reported that the onset date was two weeks ago. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) continued experiencing infection following the previous revision surgery. Due to persistent swelling, redness, and mild purulence, a surgical procedure was performed to remove the remaining cylinders and reservoir and implant a malleable device. No device issues and no additional patient complications were reported.